Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of high results for 1 patient tested for vitamin d total (vitamin d) on a cobas 8000 e 602 module. The patient "repeatedly" gets results > 175 nmol/l when tested for vitamin d. These results do not correspond to her clinical picture. A sample was obtained and the vitamin d result from the e602 module was 205 nmol/l. The sample was repeated by the liquid chromatography¿mass spectrometry (lc-ms) method and the result was 114 nmol/l. The erroneous result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The sample is no longer available for investigation. Since the sample cannot be provided, the investigation could not be completed. Based on the information provided, the investigation was unable to determine a definitive root cause.